Event description:
It was reported that the patient presented to the hospital with their device toning. It was determined that a lead integrity alert (lia) triggered due to a right ventricular (rv) lead fracture. A procedure was performed, and the rv lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.